Event description:
In 2009, the patient was being treated with the gore excluder aaa endoprosthesis under local anaesthesia and an epidural due to lung problems. Following the placement of the trunk-ipsilateral leg component, the 18 fr sheath was not long enough to reach the contralateral gate and the contralateral leg component was advanced without the sheath and, the leading edge caught on the contralateral gate. The physician attempted to rotate the catheter while advancing, but due to iliac tortuosity and friction, this was unsuccessful and the contralateral gate was pushed proximally. A balloon was used in attempt to pull the trunk-ipsilateral leg component back into position. At this time, the patient was experiencing blood loss and discomfort and the physician chose to deploy the contralateral leg component based on body landmarks. Upon final CT, it was noticed that the device was covering the renal, sma, and celiac arteries. The flow divider was snared and the device was pulled below the celiac artery. An attempt was made at open repair under general anaesthesia, however, only bowel resection and repair was performed. The patient is currently on renal dialysis.

Manufacturer narrative:
A review of the manufacturing records has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-released specifications. According to the gore excluder aaa endoprosthesis, "angiographic images are recommended during the treatment procedure, both pre and post-deployment to evaluate device placement and orientation." Additional devices involved in this event include: model #pxc201400 - model#pxc201200. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.